Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their hcp wanted to do a "dye test". Three days later, the patient reported that the dye test showed "no flow return". The patient reported that their weight was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that their quality of life was dramatically changed. No doctor would repair or treat their symptoms.

Event description:
Additional information was received from a consumer (con).the patient reported that the kinks and cracks in the tubing of the catheter was caused by the lead being in the body. The healthcare provider (hcp) in the hospital facility offered to take out the medication and put in dilaudid at 7 but did not feel relief. They took out diaudid and put morphine. However, they went through withdrawal on (B)(6) 2022 and the withdrawal occurred for three months.it was reported that a test was performed and found a foreign object. The patient spoke with the company representative but did not provide their name and the date they talked. The hcp did not treat the patient for their pain at the time of their office visit. While doing ultrasound on the patient, the lead was found in the stomach then went to the emergency room (ER) for pain. The patient believed that they were misdiagnosed. The stated she was going to have an upcoming x-ray to show the leads and has been waiting for two days. Additional information was received on (B)(6) 2023 from the patient stating that since the dye study the patient was having excruciating pain and had intensified to the point where they were losing feeling from the waist down. The patient had tried every possibility to communicate with their pain management hcp, but he doesn't take pain pumps. Patient has not been able to get ahold of anyone who will look at the pain pump. Troubleshooting was not required. The issue was not resolved as troubleshooting was not needed. The patient was redirected to their healthcare provider to further address the issue. From merged pe: information was received from a consumer (con) via a company representative (rep) regarding a patient receiving unknown drug via imp lantable pump. The patient reported new pain and numbness in their leg. She reported that she did not think the pump was working. The patient has been scheduled for system assessment on (B)(6) 2023 at 2:00 pm. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient medical history and weight were asked but unknown at this time. The patient status was alive and no injury. The issue was not resolved. Additional information was received from a company representative who reported that the patient was scheduled for a dye study on (B)(6) 2023 with their pain management doctor.

Manufacturer narrative:
Pump serial number updated. Coding updated from merged file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-jun-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown drug. The indication use was for non-malignant pain. The patient reported ¿their pump tubing was messed up¿ and wanted a resolution. There was no additional information. No symptom reported for the event. Additional information was received from a consumer (con).the patient reported that the kinks and cracks in the tubing of the catheter was caused by the lead being in the body. The leads that were left in the body caused her high blood pressure (209/104) and pain. The CT scan and magnetic resonance imaging (MRI) did not show the lead in the body. It was noted that their pain continued and had methicillin-resistant staphylococcus aureus (mrsa). The healthcare provider (hcp) in the hospital facility offered to take out the medication and put in dilaudid at 7 but did not feel relief. They took out diaudid and put morphine. However, they went through withdrawal on (B)(6) 2022 and the withdrawal occurred for three months. It was reported that a test was performed and found a foreign object the patient spoke with the company representative but did not provide their name and the date they talked. The hcp did not treat the patient for their pain at the time of their office visit. While doing ultrasound on the patient, the lead was found in the stomach then went to the emergency room (ER) for pain. The patient believed that they were misdiagnosed. The stated she was going to have an upcoming x-ray to show the leads and has been waiting for two days.